Manufacturer narrative:
(B)(4). S/w (B)(4), retainer ring: black , insulin pump passed the displacement test. Insulin pump received with cracked keypad overlay at select button, fading serial number label and cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.